Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the screen on the monitor is going out. The field engineer noted that customer stated that the left monitor was intermittently not working. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with this complaint.